Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. See MFR: 3012307300-02460 and 3012307300-2017-02438.

Event description:
It was reported that while a patient was using a portex® bivona custom tracheostomy tube, the flange broke. An emergency trach change was performed. There was no patient injury.

Event description:
The event occurred while the patient was sleeping or "up, awake, and [acute]". The device failed within 7 days of use.

Manufacturer narrative:
Correction the following are the actual catalog number and lot numbers for the products returned for analysis. Part number su17gn40ngf123s is for a 4.0 device. The lot number associated with this part number is ds007358. (Two devices manufactured). Part number su17gn35ngf124s is for a 3.5 device. The lot number associated with this part number is ds007359. (One device manufactured). Both part numbers are for same patient. Both DHR's were reviewed and were found within specification and passed quality inspection. Smiths medical received three portex® bivona custom tracheostomy tube were returned in the same bag with inability to distinguish which tracheostomy (trach) goes to which complaint. It was noted that the part numbers/lot numbers found on the devices do not match what was initially reported from customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The eyelet to one trach was noted to be completely torn through and on the other two trach's the eyelets were partially torn. The two partially torn trach's were pull tested to break using instron machine and passed the minimum requirement. Based on the evidence the root cause is unknown at this time